Event description:
A report was received that a patient recently underwent a lead revision procedure after which she complained of charging difficulty. A bsn representative met with the patient to troubleshoot the device. Ipg replacement was recommended. The patient underwent ipg replacement surgery and is reportedly doing well.